Event description:
It was reported that during a pta treatment procedure involving the right common iliac and superficial femoral arteries, a gazelle balloon catheter shaft separation occurred. The physician used several devices in order to reach the lesions but was unsuccessful. Eventually, the tip of the arrow sheath was placed at the right common iliac artery (cia) and attempted to treat the cia lesion with the gazelle 3.0x20mm 90cm balloon. The tip of the gazelle was delivered to the left femoral, but the shaft bowed and would not advance. The physician pushed the gazelle several times, but the shaft was bowed in the region from the guidewire port to the monorail port. The physician attempted to retract the balloon and the shaft separated. A snare was delivered to capture the detached balloon, but it was unable to be delivered to it. The tip of the arrow sheath was delivered to the opposite side with an amplatz guidewire. A coronary bmw guidewire was passed along with the gazelle and two attempts were made to inflate balloons at low pressure in an attempt to retract the detached balloon, but both were unsuccessful. Subsequently, the bmw wire beside the gazelle was torqued in order to successfully entwine the gazelle and retract it into the sheath. The procedure was completed without patient complications.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.